Manufacturer narrative:
A revision procedure will be performed, but has not been scheduled at this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, noise was observed in episodes on the right ventricular (rv) lead. The noise could not be reproduced with testing. A chest x-ray confirmed the rv lead was fractured. A revision procedure will be performed in the future. No adverse patient effects were reported.